Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The stretcher was evaluated by the hill-rom the brake pad was replaced and adjusted. No further technician. The technician found that the left head caster brake pad was not holding firmly. The brake pad on this caster was out of adjustment due to worn threads in its bore. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this stretcher. It is unknown if the facility performs preventative maintenance on their beds. The brake pad was replaced and adjusted. Based on this information, no further action is required.